Event description:
Boston scientific received information that received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Device interrogation found the device had reached elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. An invasive procedure was performed. This device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the device was discarded by hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.